Manufacturer narrative:
(B)(4).

Event description:
It was reported that a mountaineer favored angle screw was placed at c2 left translaminar. A rod was placed to connect c1 to c2 left side. When attempting to place a set screw into the favored angle screw, the surgeon noticed metal fragment (shavings) from the screw tulip head as he attempted to torque the inner screw to the rod. The devices and metal fragments were removed from the surgical site and the favored angle screw and set screw were replaced. The depuy synthes spine sales representative is unable to identify from which screw or screws the metal shavings came. However, it appears that the shavings were from the set screw that was attempted to be placed. Concomitant devices: mountaineer favored angle screw, 188318328; mountaineer rod, catalog# unknown.

Manufacturer narrative:
Visual examination of the returned mountaineer set screw, 188342200, noted that threads had become completely sheared off. Review of the device history record found no discrepancies. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. The root cause of the torn threads cannot positively be determined. However, the noted damage is most likely indicative of inadvertent cross threading having occurred when attempting to torque the inner set screws to the rod. No corrective action/preventive action (CAPA) is required at this time as there has been no issues identified in the manufacturing or release of these devices, and there have been no systematic trends. Therefore, this complaint will be closed with no further action required.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the investigation.